Event description:
It was reported that during a gynecological procedure, the device jaw came apart during use. It is unknown if the piece fell into the patient or how the case was completed. The care of the patient was not affected and no patient consequence was reported. No further information was available.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode detached from instrument and not returned. The ceramic is missing. The ceramic was damaged by the separation of the electrode from the lower jaw. Visual inspection under magnification was performed and evidence of active rod was noted and no anomalies were found with the jaws. The device was functionally tested with a generator. During functional testing on the gen11, a yellow alert message screen was displayed, ¿close jaws on tissue and reactivated¿. Then, the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate ¿message twice. However; because of the missing electrode, we were unable to test the full functionality of the instrument. It could not be determined what may have caused the incident reported.